Event description:
According to the initial information received, the patient's atrial septal defect (asd) was balloon-sized to 10-14mm and a fenestration was noted so an 18mm amplatzer septal occluder (aso) was selected to try to cover the 18mm fenestrated asd. Upon release from the cable, the 18mm aso embolized immediately to the mitral valve. The aso was percutaneously retrieved and a 25mm amplatzer cribriform occluder (aco) was attempted; however, upon deployment, the aco did not sit well in the defect. The 25mm aco was retracted and a 19mm aso was implanted successfully.

Manufacturer narrative:
The results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown. If further information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The aso was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. The device was returned within specifications. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.